Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reported: when giving the injection with a needle I noticed fluid coming from the syringe. The injection was completed but liquid was on out the side. I am unsure if the child received the complete dosage. The syringe was on tight so the leak was not coming from syringe then I noticed that the orange part of needle was wet.

Manufacturer narrative:
The device history record (DHR) found that there were no non-conformances related to the reported condition for the lots or sub lots. There was one used sample used returned with this complaint. The sample was inspected for leaking and occlusion. The reported condition is confirmed. The exact root cause of the reported condition could not be determined. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, this lot was inspected for leaking luer and occlusion. The lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the product or process, no trend exists for the failure mode, and a specific root cause could not be identified based on available information. Therefore, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for corrective actions.